Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13911. It was reported the patient is no longer receiving effective back pain relief and wants the system explanted.

Manufacturer narrative:
The leads were reported in error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13911. It was determined the patient had new pain which was not part of the original pain pattern; therefore the issue is not reportable. The leads were reported in error.